Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer took corrective actions by delivering a bolus via the pump, changing the infusion set and cartridge, and administering manual insulin injections. They had multiple issues with the pump over the past month, lost confidence in its reliability, and requested a replacement. Technical support advised consulting a healthcare professional and instructed the customer on preparing the pump for return. The customer agreed to use an alternate method for insulin delivery in the meantime and understood the return process.